Event description:
It was discovered during svc activities that a potential device compatibility concern may result when devices with the newer pole saver design are mounted on an IV pole with a diameter of 7/8" or larger. If a device with the early pole saver design was mounted on the left side, the device may not attach properly and drop unexpectedly. There have been no reported pt injuries due to this situation.